Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, the ipg became inoperable and the patient lost stimulation over time. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.

Event description:
Follow up information identified that therapy was restored after surgery.